Manufacturer narrative:
This supplemental report is being submitted to provide new information, as well as information, that was inadvertently not included in b5 in the initial medwatch.

Event description:
It was reported that the loss of video occurred in the middle of an unspecified procedure. The patient did not require any medical intervention due to the issue. The procedure was completed as planned. It was confirmed that there was no patient injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited intermittent loss of video. There were no reports of patient harm.

Event description:
Although it was reported that the incident caused a procedural delay, the duration of the delay was not specified.

Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadvertently not included in b5 in the previous submissions.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to d8, d9, h3 and h4. Based on the results of the investigation, the customer allegation was not confirmed during inspection, and no defect was observed. Although delay occurred, there was no health damage to patients. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.